Manufacturer narrative:
(B)(4). Batch #u5ax38. Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60t reload loaded in the device. The reload was received partially fired 2/3 with the reload deck damaged. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvi,l leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic case, the pcee60a stapler with gst60t reload could not open after firing on lung tissue, which was radiated. The reverse button was pressed and then the manual release was tried, but it still could not be opened. The surgeon pulled the stapler away with enough force that it freed up from the tissue. Upon inspection of the stapler, the anvil was bent up mid-shaft of the endocutter and the knife blade was not at the home position. A new stapler and gold reload were used to complete the case with no patient consequences.